Event description:
It was reported that a patient had an inflammatory mass. Reporter was unable to provide any further detail. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Recall: z-1142-2008, z-1143-2008, z-1144-2008, z-1145-2008, z-1146-2008, z-1147-2008, z-1148-2008, z-1149-2008, z-1150-2008, z-1 151-2008, z-1152-2008, z-1153-2008, z-1154-2008.

Manufacturer narrative:
(B)(4).